Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling and the buttons were not responsive. Customer's blood glucose was unknown. The customer also reported a button error alarm occurring. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.